Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894188, gd894303, gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was possibly related to contamination during a previous hospitalization for pancreatitis. The patient was not hospitalized for peritonitis. Treatment for peritonitis included unspecified antibiotics (dosage, route and frequency were unknown). At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. This is report 2 of 4 for this event.